Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 148.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there was an accumulation of fluid at the pump and a mild increase of spasticity. The patient's pump was noted to sit at the patient's waistline and this combined with his activity level suggested irritation contributing to the possible cause of fluid at the pocket site. They were unable to perform a pump/catheter dye study secondary to the patient's allergy to contrast dye. Exploratory surgery was performed as prescribed and the pocket aspirate was sent for culture to determine a possible infection. The surgery was negative for any pump or catheter malfunction. The issue was considered to be resolved and the patient's status was noted to be "alive - no injury". The event date was unknown. No further issues were reported or anticipated.

Manufacturer narrative:
Updated to reflect analysis findings on catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump and the pump was explanted due to an infection. The pump and catheter were returned to the manufacturer for analysis. No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the intrathecal catheter (s/n (B)(4)) found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.